Event description:
Additional information was received indicating this event was reported by the patient via medwatch form number mw5149740. Surgical intervention was undertaken to replace the ipg. Follow up indicated therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing pain at the ipg site due to its size and location. Surgical intervention is planned to replace the ipg.